Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), pelvic pain ('chronic pelvic pain') and autoimmune disorder ('autoimmune disease diagnosis') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("migration"), menorrhagia ("heavy menstrual bleeding"), discomfort ("increasingly severe discomfort"), back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal distension ("excessive abdominal bloating"), dyspareunia ("pain during intercourse"), rash ("frequent rashes"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (she had essure removed.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the perforation and device dislocation outcome was unknown and the pelvic pain, menorrhagia, discomfort, back pain, abdominal pain, abdominal distension, dyspareunia, rash, alopecia, fatigue and autoimmune disorder had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune disorder, back pain, device dislocation, discomfort, dyspareunia, fatigue, menorrhagia, pelvic pain, perforation and rash to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and autoimmune disorder ('autoimmune disease diagnosis') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), discomfort ("increasingly severe discomfort"), back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal distension ("excessive abdominal bloating"), dyspareunia ("pain during intercourse"), rash ("frequent rashes"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (she had essure removed.). Essure (ess205) was removed. At the time of the report, the pelvic pain, menorrhagia, discomfort, back pain, abdominal pain, abdominal distension, dyspareunia, rash, alopecia, fatigue and autoimmune disorder had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune disorder, back pain, discomfort, dyspareunia, fatigue, menorrhagia, pelvic pain and rash to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 20-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), pelvic pain ('chronic pelvic pain') and autoimmune disorder ('autoimmune disease diagnosis') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("migration"), menorrhagia ("heavy menstrual bleeding"), discomfort ("increasingly severe discomfort"), back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal distension ("excessive abdominal bloating"), dyspareunia ("pain during intercourse"), rash ("frequent rashes"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (she had essure removed.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the perforation and device dislocation outcome was unknown and the pelvic pain, menorrhagia, discomfort, back pain, abdominal pain, abdominal distension, dyspareunia, rash, alopecia, fatigue and autoimmune disorder had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune disorder, back pain, device dislocation, discomfort, dyspareunia, fatigue, menorrhagia, pelvic pain, perforation and rash to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received- new event migration and perforation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and autoimmune disorder ('autoimmune disease diagnosis') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), discomfort ("increasingly severe discomfort"), back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal distension ("excessive abdominal bloating"), dyspareunia ("pain during intercourse"), rash ("frequent rashes"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (she had essure removed.). Essure (ess205) was removed. At the time of the report, the pelvic pain, menorrhagia, discomfort, back pain, abdominal pain, abdominal distension, dyspareunia, rash, alopecia, fatigue and autoimmune disorder had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune disorder, back pain, discomfort, dyspareunia, fatigue, menorrhagia, pelvic pain and rash to be related to essure (ess205). Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Event pelvic pain was updated as serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.